Event description:
It was reported that the customer experienced a high blood glucose (bg) level that displayed as "high", specific value was not provided. Reportedly, the customer was using fiasp within their pump supplies. Customer administered a manual injection to address the issue and went to the emergency room. Customer was subsequently admitted to the hospital and treated with intravenous fluids and manual injections of insulin. Tandem technical support educated the customer regarding off-label insulin. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.